Manufacturer narrative:
Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for a supra ventricular tachycardia (svt), atrial driven arrhythmia with rapid ventricular response, that the device detected and treated as a ventricular tachycardia (vt)/ventricular fibrillation (vf) event. The ICD remains in use. No further patient complications have been reported as a result of this event.